Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After the procedure was completed, a pericardial effusion was observed upon confirmation and drainage was performed. The patient's condition was stable, but observation was planned by extending the days of hospitalization. There were no steam pops during the ablation, but a 20o impedance rise was observed during superior vena cava (svc) ablation when the impedance was checked in the review study. Physician's judgment on health hazard is that it was non-serious (moderate/minor). Patient was reported to be improved. Ablation had already been performed prior to noting the cardiac tamponade. The ablation never continued beyond the cut-off value of impedance.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31122732l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).